Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified common femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured before reaching nominal pressure. The procedure was completed with a different device. No patient complications nor injuries were reported.